Event description:
The clinician reports that as she activated the safety mechanism of a bd safetyglide insulin needle, the needle tip curved outside of the safety mechanism. She dropped an alcohol wipe, went to pick it up, and as she did so swung her arm into the needle an obtained a contaminated needle stick injury from a source positive hiv patient. The clinician had full routine blood work done and was given prophylactic medication for treatment.

Manufacturer narrative:
The patient disposed of the device immediately after the needle stick occurred, thus it is not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, a root cause for this incident could not be determined. (B)(4).